Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed, and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease fold, opening and missing piece on the plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "capsular contracture baker grade ii". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.